Event description:
Vascular access team rn was consulted for a clogged dobhoff tube. Patient had an oral g tube present. Got x-ray, kub tip of feeding tube was in the distal pyloric. Nurse took out oral gastric tube - couldn't flush tube, second x-ray taken ¿ feeding tube was pulled back to the location of the stomach. Couldn't get it to flush. Went back with wire to pull tube out slowly, the guide wire punctured tube. Another kub was used and extra x-rays verified tubing in place.